Event description:
Surgeon reported, "pt had their band inserted in eleven months prior, it is reported from the surgeon that for past six months, they have found it difficult to find the green zone for this pt. At each adjustment [the pt] was noted to be in the green zone and this was only maintained for 3-7 days. Regular reviews and appointments were amended and it was decided to review the port in at this time, as the pt appeared to be losing fluid in his lap-band system. On port removal the port was flushed with normal saline and there was a small leak noted from the base plate of the port. A new port was re-inserted." The device will not be returned. "Unable to sterilize, hospital policy not to release, no pt consent."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The access port connector associated with this report has not been returned and the hospital is unable to sterilize and return it to allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The facility will not release the device so it will not be returned. Therefore allergan will not receive it and no analysis or testing will be done. No additional info will be released to allergan regarding the event, pt or device per hospital policy. Allergan is unable to investigate further this reported event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing and adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have a pouch enlargement or esophageal dilation due to stomal obstruction, band slippage or over-restriction."